Event description:
This vent dependent pt was a resident of nursing home. Brought to hosp by ambulance after found unresponsive/pulse swift/no respiration. Was in full code 15 min. Before ambulance arrived at nursing home, plus 15 min. Ride to hosp. Prolonged resuscitation given at hosp-no response. Pronounced d.o.a. Emergency doctor found that "trach. Tube had been deflated, probably spontaneously" and declared that as cause of death.